Event description:
The customer reported that during ivtm (intravascular temperature management) therapy utilizing the thermogard hq console (sn (B)(6) in conjunction with a quattro catheter, the patient failed to reach the target temperature. In addition, the cooling rate was too low. Although an air trap alarm was triggered during the maintenance phase, no prior alarms were recorded in the system logs. A review of the eeg (electroencephalogram) log revealed no evidence of shivering-related artifacts, and nursing staff observed no clinical signs of shivering at the bedside. The same patient was subsequently connected to a different thermogard console in the emergency department, where target temperature was successfully maintained. No consequences or impact to the patient.

Manufacturer narrative:
For g4: PMA/510(k): premarket submission number not available/not released as it is exempt from premarket submission. The thermogard hq console (sn (B)(6) was evaluated by zoll service at the customer site. The customer reported a complaint that the patient failed to reach the target temperature, and the cooling rate was too low during the treatment was not confirmed during the functional testing and the archive data review of the thermogard hqtm console. No device malfunction was noted during the testing, and the console functioned as intended. A review of the event log showed no significant discrepancies. The thermogard hq console passed the functional testing without errors and functioned as intended throughout the testing. The thermogard hq console passed the final functional test without issues upon service.